Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a crack and leak from the distal part of a t-connector during a tpn infusion, dosage and rate not specified. The t-connector was replaced and the infusion continued without incident. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed during functional testing. Visual inspection of the set revealed small cracks around its female luer. No other obvious damage or issues were observed. During functional testing a leak was observed at the engagement between the tubing and female luer components. Further analysis identified insufficient solvent at the tubing engagement. The root cause of the leak was a manufacturing issue due to insufficient solvent application at the engagement of the tubing to the female luer.